Manufacturer narrative:
This report is submitted on jun 6, 2022.

Event description:
Per the clinic, the patient experienced pain, swelling and cellulitis (infection) at the abutment site which was treated with a topical and oral antibiotic. There was a skin revision when the abutment was removed.